Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator experienced a fault. Follow up determined that the lead connectors on top of the epg was damaged. The epg was returned for repair and service/calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the original customer comment of a fault reported, the device passed all incoming functional vxi testing with no anomalies observed. Analysis did confirm the customer comment of damaged lead connectors, the atrial output connector was broken. Analysis also noted that the side bail covers, ring cover, two case screws, the ring cover screw, the side bails and the ring bail were missing and that the battery drawer, battery release and release o-ring were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.